Event description:
Critically ill patient had a flexiseal rectal tube placed for stool management. Tube removed on (B)(6) and subsequently pt had several episodes of brbpr and coffee ground-appearing rectal effluent since. Heparin gtt stopped, hbg 7.5 patient received 2 units of prbc, hgbs were then in 9 - 8.5 - 9 range. No further blood transfusions were required after (B)(6) 2024. Surgeon noted that rectal bleeding most likely due to ulceration from rectal mucosal trauma from rectal tube.